Event description:
During service routine visit, a third party technician inspected the device and found the paint damaged. No injuries were reported. Factory reference number: (B)(4).

Manufacturer narrative:
Maquet evaluated the device and determined that the damage was caused by an error during the installation of the screws which grinded the inner surface of the protective cap (refer to the annex 1). The periodic maintenance program in the xten labelling requests to "check that there is no corrosion beneath the safety clamp" (i.e. Protective cap).

Event description:
(B)(4).

Manufacturer narrative:
During a service routine visit, a third party technician inspected the device and found the paint damaged. The defective part has been replaced with a new one and the device returned to service. This investigation is on-going and the results will be included in a follow up report.